Manufacturer narrative:
(B)(4).

Event description:
The customer had issues with ise indirect na, k, ci for gen.2 errors since (B)(6) 2016. They changed the reference electrode, primed, and performed an acceptable ise check. The customer was instructed to check the drain port, electrodes, tubing, and sipper tubing and to also prime and perform an ise check. The customer stated they received a couple of questionable results and provided one example. Of the data, only the sodium result was discrepant. The original result was 126 mmol/l and the repeat result on another analyzer was 139 mmol/l. The erroneous result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative found after daily maintenance, debris had fallen into the ise bath forming air bubbles. He removed and cleaned the ise bath and removed the debris. He replaced the sipper nozzle, pinch valve tubing, and ise reagents. The customer ran successful calibration and qc without errors. Further investigation found the repeat results recovered in the opposite direction from the initial results. The issue found by the field service representative was a possible cause for this event. Other typical causes for this type of behavior include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode.